Manufacturer narrative:
Device evaluated by MFR? - device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had an allergic reaction to the material and disinfecting chemicals that were used to clean their skin prior to implant surgery which resulted in a rash on their neck and chest. The patient went to the emergency room and was given steroids and antibiotics for the rash. A review of the device history records showed that both the lead and generator were sterilized prior to distribution and passed functional specifications. No further relevant information has been received to date.